Event description:
Procedure: esophagus replacement after esophagectomy. According to the report: the instrument could not be connected with the orvil anvil pressure plate. The surgery had to be changed from endoscopical to open surgery and the thorax was opened. A new instrument was used.

Manufacturer narrative:
Date initial report sent: 09/14/2009.